Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultraeasy meter displayed inaccurate high results when tested with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the meter started reading inaccurately when tested with blood "about two weeks" prior to contacting lfs. However, no results were provided for this time. The patient manages his diabetes with insulin (self-adjuster). He reported that as a result of obtaining the alleged inaccurate high results, he administered an increased dose of 18 units of novorapid instead of his usual dose of 15 units. He alleged that 15-20 minutes later he developed symptoms of "dizzy, sweaty, pale and hunger feeling in [his] stomach" which he associated with "hypoglycemia." He reported that he self-treated his symptoms with a (B)(4) drink followed by a digestive biscuit and that he felt better after about half an hour. As a result of the patient's experience, he reported that he conducted control solution tests to validate the accuracy of the subject meter. He claimed that he obtained results of "7.9 and 8.0 mmol/l" which fell outside the expected range of "4.2-7.2 mmol/l." During troubleshooting, it was established that the patient's meter was set to the correct unit of measure. The patient described the correct testing steps. His test strips had been stored correctly and the test strip vial was not cracked or broken. The patient was using the correct control solution which had been stored correctly and was within date. The patient confirmed that the control solution results he had conducted had been outside the control solution range on the test strip vial. (However, the patient was unable to supply the lot number of the test strips he was using at the time of the reported incident so subsequent validation of this expected range has not been possible). At the time of the call, the patient did not have control solution available to perform a control solution retest on his new vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion after the start of the alleged issue.